Event description:
It was reported that the patient faced adhesive issues where they mentioned that the infusion set fell off during use on 27 april 2026.

Manufacturer narrative:
Name: tandem country: united states of america street: 11045 roselle street city: san diego state: ca zip code: 92121. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.